Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. Customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.